Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation approximately 6 months ago after failure to recharge their scs system as recommended due to family issues. Reportedly, the ipg will no longer communicate with any external devices. As a result, surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgery took place on (B)(6) 2018 where the ipg was replaced which resolved the issue.